Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, bleeding liquid crystal display glass.

Event description:
It was reported that the insulin pump buttons were unresponsive. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.